Event description:
Physician was performing a shoulder decompression and the pump was reported as extremely overrunning. A large amount of fluid was pushed into the shoulder and the shoulder became extravasated. No patient information is available at this time.